Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a minicap extended life pd transfer set with twist clamp. The patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was reported to be the "on-off twist clamp" of the transfer set "was leaked". It was further reported that "there was no quality issue" and that the leak occurred because the transfer set "was twisted by the patient". It was not reported if the patient was hospitalized for the event. On the same day as event onset, the patient received vancomycin (1gm, every 72 hours, intraperitoneal), meropenem (500mg, once daily, intraperitoneal) and fluconazole (20mg, once daily, oral) as treatment for the peritonitis. The transfer set was replaced. Four days after event diagnosis, it was reported that the patient recovered from the events. Pd therapy was ongoing. No additional information is available.